Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges "light failed on miller 2 trulite. Product was being used to intubate a patient. When torque applied to the blade to lift tissue, the light would go out". No harm or injury reported. Patient's condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "light failed on miller 2 trulite. Product was being used to intubate a patient. When torque applied to the blade to lift tissue, the light would go out". No harm or injury reported. Patient's condition was reported as "fine".